Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not available for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies incomplete aneurysm filling and hemorrhage as potential complications associated with use of the device.

Event description:
It was reported through rage clinical study, the coils were implanted on (B)(6) 2019 to treat a 3.1mm x 3.3mm anterior communicating artery segment aneurysm originating from the right a1/a2 junction. Successful coil embolization of aneurysm with minimal residual contrast filling at the aneurysm base. There were no complications during index procedure. Reportedly, follow up imagining done on (B)(6) 2020 demonstrated post-surgical changes from pipeline embolization of recurrent anterior communicating artery aneurysm. There is 1mm filling of the neck of the aneurysm, which is decreased compare with previous angiogram (B)(6) 2019 when it measured 3mm. Intervention of pipeline embolization was performed and the adverse event resolved without sequelae on (B)(6) 2020. The severity was reported as mild. This report 1 of 2. Ref MFR. Report# 2032493-2022-00077.